Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2 - h6: the cable was returned to the manufacturer for analysis. The cable jacket was damaged by strain relief, which exposed shield wire, but no bare wires were shown. The cable passed continuity testing. Previously reported codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: 151005. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic navigation interface unit power/data cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the coating of the electromagnetic navigation interface unit data cable was broken. There were exposed wires due to the damaged coating. It was possible to still use it. There was no patient involvement.